Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided pictures identified the end of the screwdriver has broken. Device not returned; further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver broke. No known impact or consequence to the patient. Attempts have been made, and no further information has been provided.